Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not received for evaluation; therefore, a device analysis could not be completed; however, a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The upstream occlusion alarm with the spectrum pump is likely related to the kinked tubing. This is considered a use error. The spectrum pump operating manual for the user provides information to ensure that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of phenylephrine with a spectrum iq pump, the patient developed labile blood pressures (bp) intraoperatively. According to the reporter, the ¿vasoactive medication¿ was not infusing at appropriate rate during the operation despite being programmed correctly. It was reported a kink in the intravenous (IV) tubing proximal to the pump was observed which resulted in resistance and decreased flow rates. The patient was given albumin and ¿eventually the bp stabilized¿. The spectrum pump alarmed "complete". The pump indicated 225 ml out of the 250 ml infusion bag was infused; however, the IV bag had 150 ml of solution remaining. The reporter stated that ¿upon closer inspection it was noticed that the IV tubing above the door was kinked thus contributing to an upstream occlusion¿. No additional information is available.